Event description:
Dealer advised enduser stated the chair is giving a nine flash error code, shutting down, and then sometimes just goes black. Dealer advised changed batteries but still had same issues according the enduser.